Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd effluent. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis event or whether dianeal therapy was ongoing. No additional information is available.